Event description:
It was reported that the pt never had therapeutic effect. The pt experienced "major leaking" at night. The pt was not able to increase the stimulation without feeling pain. Also, while the pt lay on the back, a surging or shocking was experienced. There was no known related incident or accident reported. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).